Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. One half of the jaw was broken off of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic cholecystectomy procedure, the tip of the device broke and fell into the patient¿s abdominal cavity. The broken pieces were immediately retrieved by the physician. The product did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device. There is no harm caused to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.